Manufacturer narrative:
Due to additional information, the device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2018-may-16 reporting that the fall did not affect the system. It was explanted on 2018 (B)(6) and would not be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell during thanksgiving 2017, which prompted the patient¿s back to swell up. It was reported that the patient felt as though there was fluid in their back and on (B)(6) 2017, the pressure released and released ¿about 2 cups.¿ the patient went to the emergency room and didn¿t find out what the fluid was until (B)(6) 2017. It was reported that the bacteria was serratia marcescens and the patient¿s back was leaking bacteria at a rate of about ½ to 1 cup per day. The patient started taking antibiotics and it was reported that wound care expanded the three holes in the patient¿s back to one big two-inch hole. It was reported that the patient¿s spouse had to clean the hole and dress the wound each night until (B)(6) 2018. It was reported that the patient had a rare type of meningitis and a bacterial infection that had attached itself to all the other hardware in the patient¿s body, including their ins. It was reported that the scs system was explanted on (B)(6) 2018. The patient noted that they also have a lumbar fusion that would need to be removed. The patient reported that they had 5 collections of fluid that could have ¿burst and killed [them ].¿ no further complications are anticipated.